Event description:
Health professional reported left side palpable folds and capsular contracture baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation observed, creases were observed. Yellow particles observed, on the surface of the shell. No further actions are required, as the device was implanted.

Manufacturer narrative:
Clarification to h6: event code b17 is not needed. Additional, changed, and/or corrected data: b5, h6.

Event description:
Health professional reported left side 'strong vascularization of both hands' (not device related).